Event description:
During a pci treatment procedure, the quantum maverick monorail 15x3.0 mm balloon ruptured at 20 atms on the third inflation. The first inflation was to 14 atms and the second inflation was to 20 atms. The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in a very tortuous proximal left anterior descending coronary artery. The physician used a 7fr medikit introducer sheath for vascular access, a 7fr mach 1 fl4 guide catheter and a runthrough .014 guide wire to cross the lesion. The quantum maverick monorail balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'